Manufacturer narrative:
Report number d10: 101-05-03 - drill bit 1 pk 4.5mm dia x 32mm lng; 132-40-54 - nv gxl liner lipped 40mm ID, group 4 cups; 164-01-13 - element-stem, collarless w/ha, std offset, sz 13; 180-01-60 - nv crown cup clstr hole 60mm group 4; 180-65-25 - alteon 6.5mm screw, 25mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03529. The most likely underlying cause for the revision reported is prosthesis wear and fracture and a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported that approximately 77 months after a total replacement procedure, the patient underwent a revision procedure to address prosthesis wear osteolysis. Post operative diagnosis noted wear of the implant. A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the increased trend in wear/osteolysis. No further issues or complications were reported. No additional information is available.